Event description:
The pt underwent a left total hip replacement and had the wrong size femur head implanted. The pt was returned to the operator room the following day for a revision with implant of the correct size, 44mm, head. The root cause investigation determined that the error occurred because the surgeon relies on the biomet rep to confirm the correct implant size. This day the rep was not in attendance; the or staff confirmed with the surgeon the size that he wanted and he was given the requested size.